Manufacturer narrative:
Analysis found that the yellow c-clip contact was pulled back into the clip body which would have resulted in the reported event. Per ¿detail a¿ the drawing shows the contact being exposed to the inside diameter of the clip body and the returned sample was 0.05¿ away which indicates an out of specification condition. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that during a thyroid surgery, response was not observed although electrodes had been set. There was no delay to the procedure as a result of this event. The procedure was completed with a backup device. There was no patient impact or injury.